Event description:
It was reported that patient had a hematoma. The patient was hospitalized and the hematoma was surgically evacuated. The device is still in use. No further patient complications have been reported as a result of this event. Device erosion and infection were reported. The device and lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information was received. The device has now been explanted and returned due to infection. Analysis of the device is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.